Manufacturer narrative:
(B)(4) date sent: 7/11/2016. Batch # unk

Event description:
It was reported that the doctor removed a swedish gastric band on the (B)(6) 2016. Upon removing the port he found that the plastic flange was disconnected from the tubing. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Date sent: 9/3/2020. This supplement 1 was inadvertently marked in error and submitted as supplement 2. Resending supplemental information with correct follow up report number. Photo only received for analysis. Visual inspection identified that the device in the photo appears to be a bd3xv curved band from production prior to june 2011. The picture also shows evidence of transparent tubing strain relief movement along the catheter. Subsequent redesign of the tubing strain relief has been undertaken to mitigate this failure mode. No functional analysis could be performed as the device has not been returned. No further investigation can be performed at this time.

Manufacturer narrative:
(B)(4). Date sent: 8/30/2016. Photo only received for analysis. Visual inspection identified that the device in the photo appears to be a bd3xv curved band from production prior to june 2011. The picture also shows evidence of transparent tubing strain relief movement along the catheter. Subsequent redesign of the tubing strain relief has been undertaken to mitigate this failure mode. No functional analysis could be performed as the device has not been returned. No further investigation can be performed at this time. No DHR could be performed as no lot number has been provided.